Event description:
The customer reported he notes a "slight" leak after using an infusion set for two or three days. At 11:30 am he obtained a blood glucose result of 26 mmol/l and administered 13 units of insulin via his insulin pump. He noted insulin soaked the adhesive pad. He went to his car, changed his infusion set, and administered an additional 15 units of insulin. He drove home home, "felt sick", and went to a hospital for evaluation. He was treated with a saline drip and assessed for signs of ketoacidosis for three hours. The alleged product was requested for evaluation, however it was discarded and unavailable for return. Replacement product was shipped to him.

Manufacturer narrative:
The event occurred in (B)(6). Device was discarded.